Manufacturer narrative:
(B)(4). Patient selection - the starclose se device was deployed in a calcified artery. Per the instructions for use - do not deploy the clip in areas of calcified plaque. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the mildly calcified left common femoral artery was attempted using a starclose se device via 4f sheath after a percutaneous transluminal angioplasty (pta) procedure. Reportedly, there was resistance advancing the thumb advancer and the sheath did not split completely. The clip remained in the sheath. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported failure to deploy the thumb advancer could not be replicated in a testing environment as the device was returned with the thumb advancer deployed and the sheath split completed. Factors that may contribute to failure to deploy the thumb advancer include, but not limited to, incorrect deployment techniques (incorrect positioning of device, device angle change prior to thumb advancer/slider stroke completion, inadequate nick and spread). Factors that may contribute to the observed clip deployed at the distal end of the sheath include, but not limited to, incorrect deployment techniques (incorrect positioning of device, inadequate tissue capture by the clip). It should be noted that the starclose instructions for use (IFU), in the indications section states: do not deploy the clip in areas of calcified plaque. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. A conclusive cause could not be determined as the reported resistance deploying the thumb advancer as the device was returned with the thumb advancer deployed and the sheath split completed. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.